Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. A product recall has been initiated by the manufacturer and the reported product issue is being investigated by the manufacturer via a CAPA.

Event description:
A clinic reported a blood leak from a crit-line blood chamber. The leak was visually observed coming from the crit-line blood chamber. The pt experienced no adverse effects and no medical intervention was necessary. Treatment was successfully completed. Estimated blood loss was reported as less than 20 ml. Leak occurred two hours into treatment. The device has been discarded by the user facility, but a companion sample from the same lot has been requested for investigation.

Manufacturer narrative:
The device was not returned to the MFR for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted, upon completion of the investigation.